Event description:
The customer reported the occurrence of non-repeatable false positive troponin I results on patient samples. These results were reported to the floor. Elevated results of the magnitude observed might lead to cardiac catheterization. There was no report of patient harm as a result of this event.